Event description:
It was reported that the stimulator had turned itself off. The patient programmer showed implantable neurostimulator (ins) battery was at quarter full. The patient was sitting in an upright position when stimulation turned off. The reporter did not know if the patient saw a lightning bolt on the patient programmer. The patient was not charging when stimulation turned off. The patient was forgetful. The patient had difficulty understanding the quartiles. The patient had difficulty in finding the optimal charging location. The ins was not implanted deep and the patient was a good candidate for a rechargeable. The patient required high power. The patient¿s daughter came to help the patient charge and was able to obtain the optimal charging coupling. The therapy was working fine for the patient.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was working fine; the patient did not understand how to charge her device. The event cause was determined; the event was not caused by the device. The patient was not a good candidate for a rechargeable battery. The patient was reportedly doing well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(6) implanted: (B)(6) 2013, product type: lead. (B)(4).